Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a bd¿ syringe tp 1ml ls 26ga 3/8in leakage at the connection syringe - needle. There was no report of exposure, serious injury, or medical intervention.

Event description:
It was reported that a bd¿ syringe tp 1ml ls 26ga 3/8in leakage at the connection syringe - needle. There was no report of exposure, serious injury, or medical intervention.

Manufacturer narrative:
Investigation summary: no samples or pictures have been received for investigation. Ten retained samples of 1 ml 26ga 3/8 ten pack lot 1607077p are evaluated. Upon visual inspection of these ten retained samples, no damage or molding defect can be observed in any of them that could be related to the alleged defect. DHR of lot 1607077p has been reviewed not finding any annotation or deviation regarding the alleged defect. Tip verification test is done to the first lot manufactured per month and per manufacturing line according to procedures pc-132 and jg-600 with iso 594 compliant pass/non pass gauge (#10-419/1). Syringe tips of the ten retained samples are verified with this gauge and it is iso594 compliant. Hub of the needle is also verified with an iso 594 compliant pass/non pass gauge (#10-431/1) and the result is satisfactory for all of them. Leakage in conical fitting test is done with the retained samples according to procedure pc-203. No leakage can be observed in syringe connection. According to inspection plan procedure jg-500, 200 units are inspected every 2 pallets by quality control team. In addition, final products in this manufacturing line, for this reference and lot size are sampled by operator and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures (jg-301, jg-302, jg-303 and jg-304): 1.visual inspection molding: 2 injections per shift printing: 24 samples per two hours, after any intervention in the equipment and once at the beginning of the shift. Assembly: 24 samples per two hours, after any intervention in the equipment and once at the beginning of the shift. Primary packaging: 1 advance-step (without product) per two hours, after any intervention in the equipment, and once at the beginning of the shift. -secondary packaging: 1 shelf-package per pallet 2.functional inspection printing: once in the first pallet of the lot, once on the pallet at the middle of the lot and once in last pallet of the lot. Assembly: once in the first pallet of the lot, once on the pallet at the middle of the lot and once in last pallet of the lot. Primary packaging: once in the first pallet of the lot, once on the pallet at the middle of the lot and once in last pallet of the lot. Since syringes meet iso594 regulation and leakage test results were correct and no defect has been found in the needle hub it can be confirmed the root cause of the alleged defect is not a syringe manufacturing defect. Since no issues were identified and manufacturing record established that all production and quality processes were carried out normally, we can confirm that the root cause of the non-conformance is related with the connection performed by user between both devices.